Event description:
It was reported that the trial patient stated that ¿it feels like it is coming out of my back and I have major pain". It was noted that the patient had the pain for 2 days now, and ¿it feels like the wires are coming out¿. The patient¿s family member checked the external neurostimulator (ens) system under the bandage and reported that they saw one wire coming out of their back. It was also reported that it had been bleeding. The ens had been reported to have been off (screen off) for about 4 days now. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: 2013 (B)(6); product type lead. (B)(4).